Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Additionally, it was reported occlusion alarms occured. System check was performed by tandem techncial support (tts) and reportedly the cusotmer was not performing the air removal step. Tts infomred the customer that not performing the air removal step is off label per the tandem user guide. Customer resumed insulin delivery. Customer blood glucose was 189 mg/dl.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.